Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the safety shield did not activate during a five second interval. Bleeding of the iliac vessel was noticed. The procedure was converted to an open procedure.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completted the investigation of the device which was returned. The results of the investigation conducted by the engineers and technicians are listed below. Visual inspections and results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, noncoforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; trocar condition, conforming. Functional tests and results: does safety shield retract, conforming; flapper door functional, conforming; lockout functional, nonconforming. Based on the inquiry information received, visual examination and functional test, it was concluded that the reported "safety shield did not activate during a five second interval" during surgery occurred due to a small protrusion on one latch ear which created interference with the retraction of the reset button. The instrument was tested and found to require excessive force to activate the lockout mechanism due the protrusion on the latch.